Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. No unexpected rewind message or rewind anomaly was noted. However, unable to prime the pump during the prime test and alarmed motor error during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not recognize that the reservoir is in the reservoir compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump reads no reservoir when a reservoir is in the compartment. It was also found that the pump cannot exit the rewind sequence. No further details given.